Event description:
A report was received that alleges the pt expired, following detachment of oxygen line from the oxygen flowmeter. It was reported that the product had been in use for approximately 1 month.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.